Event description:
The reporter stated that when changing the battery the pump would not power back on. The reporter also indicated that the audio bolus button was missing. The reporter also stated that there was no physical damage to the battery cap or battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.